Event description:
The pt reported that in 2007, the medication she was receiving via the pump was switched from morphine to dilaudid (concentrations and doses were not reported). Since that time, her pain had only been reduced by 50%; sometimes 0%. The pt also reported she had developed sores as big as quarters that bleed profusely, itch like crazy, and leave scars all over her body. Recently, the pt also developed water blisters on her face. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.